Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that the patient's infusion set tubing came out of the cannula its detached near where the set is in the body (close to site location) while the patient was sleeping. The site location was patient's back, and the pump was on the side of the body. Moreover, the infusion had been used for a couple of days and the expiration date of the infusion set is 01-jul-2024. Reportedly, there was stress or pull on the tubing as the tubing could have been pulled in the night and the pump was not dropped with the set connected to patient's body. Further, the patient inserted another infusion set and had no issues. No further information was available.